Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the mini vision stent delivery system (sds) was delivered toward the lesion and inflated; however, it ruptured at 14 atm during the second inflation. The stent implant was deployed, and another company's balloon was post-dilated to complete the procedure. Reportedly, there were no effect to the pt. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4). Results and conclusion summation - balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Based on the info received with this complaint and without the product to examine, a definitive cause for the balloon rupture cannot be determined, however, there is no indication of a product quality deficiency.